Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in right coronary artery. A 3.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the balloon failed to inflate, and blood was noted in the inflation device. It was noted that the balloon was burst. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 3.00 x 20mm stent delivery system (sds), catheter was returned to the complaint investigation site (cis). No issues identified with the hypotube shaft and no issues identified with the outer / mid-shaft sections or the inner lumen of the device. Stent damage was noted where the stent struts were lifted at proximal section. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. Bumper tip showed no signs of distal tip damage. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The device was soaked in a water bath at 37 degrees celsius and was attached to an encore inflation device. An attempt was then made to inflate the balloon to 16atm as per, synergy xd, using an inflation aid attached however, pressure was unable to maintained as inflation pinhole leak was noted on the polymer extrusion 1cm distal to the port exchange. The encore inflation device was verified before and after the procedure using a druck gauge.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in right coronary artery. A 3.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the balloon failed to inflate, and blood was noted in the inflation device. It was noted that the balloon was burst. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported.